Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment of screen problems and it was found that moving the display and tapping on the screen caused the image to change colour or fade. The customer comment that the back door required replacement was also confirmed. The customer comment of booting up issue was confirmed. It was found that the programmer intermittently booted up with errors to a blank screen followed by a line at bottom of screen and then the programmer powered off. It was further noted that corrosion was found on the bulkhead, micro processor unit (mpu) and link electronic module (lem) board. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.